Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a routine follow-up appointment, a substantial decrease in longevity and an increase in battery consumption were noted. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was subsequently received for analysis.

Event description:
It was reported that at a routine follow-up appointment, a substantial decrease in longevity and an increase in battery consumption were noted. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.